Manufacturer narrative:
The liquid embolic involved in the event will not be returned for evaluation as it was consumed in the patient; therefore, the event cause could not be determined. For microcatheter, please refer to MDR# 2029214-2018-00806. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow directed microcatheter reached a misshapen mass. The dmso was washed out of the microcatheter and when onyx adhesive was pulled out 3.0ml from the distal end, it was found that there was leakage of adhesive at the junction between the tip end and the catheter. After stopping the cementing, the end of the microcatheter was removed and found to be free. It was not stated whether the distal tip of the medtronic flow directed microcatheter was detached or not. The patient was undergoing embolization treatment of a vascular malformation. The patient¿s vasculature was minimal in tortuosity. The access vessel was the femoral artery with size of 7.3mm. The microcatheter was flushed as indicated in the instructions for use.